Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019.

Event description:
The customer reported that the ventilator's touchscreen could not be calibrated. There was no patient or user involvement.

Event description:
The customer reported that the ventilator's touchscreen could not be calibrated. There was no patient or user involvement.

Manufacturer narrative:
MFR received date: 03 sep 2019. The customer reported that replacing the touchscreen resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.